Event description:
The manufacturer received information alleging an issue related to the CPAP device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
This MDR is being submitted as part of a batch submission of complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review.

Manufacturer narrative:
The manufacturer previously reported incorrect information alleging an issue related to the CPAP device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res (b. Section b5 should have been reported as: a CPAP was returned for service with an allegation that the unit would no power on. There was no patient harm or injury reported. The device was evaluated by the manufacturer and a visual inspection of the remstar found evidence of dark-colored liquid contaminant on the top enclosure. Removal of the top enclosure overlay also found evidence of similar contaminants. The internal inspection of the remstar found evidence of a thermal failure to pca components (display side) j2, c29, u1, cr2, q8, and components proximal to these components. Additionally, there is evidence of thermal damage found to the non-display side of the pca. There is evidence of a dark-colored liquid on the pca (similar to that noted previously). The reported event is a result of the remstar pca being exposed to an unknown dark-colored liquid contaminant. Section e. 1 was incorrectly reported in previous report, which is now updated in this follow-up report.